Manufacturer narrative:
B5: additional information: a 13.2mm micl13.2 icl was implanted into the patient's eye on (B)(6) 2021. On (B)(6) 2021 the lens was explanted. The surgeon reports excessive vault, refractive change over time, shallow ac, "20 hyperopia," significant reduction of irido-corneal angles (ica), pupil block, and elevated iop. The cause is a patient-related factor: "micl recommended by ocos seems too long for the patient's wtw." It is noted that the reporter states the device did not fail to perform as intended. H6-health effect clinical code 4581 (shallow ac, "20 hyperopia," significant reduction of ica) device code 1494 (acd<3.0mm) claim# (B)(4).

Manufacturer narrative:
Patient information - unk. Date of event - unk. Mfg information, implant date - unk. Device mfg date - unk. Claim# (B)(4).

Event description:
The reporter states an implantable collamer lens was implanted into the patient's right (od) eye. The surgeon reports high vault.